Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon ruptured, and the blade came off. The 90% stenosed target lesion was located in the moderately tortuous cephalic vein. A 6.00m/2.0cm/50cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon first dilation at 8atm for just a few seconds. Upon removal of the balloon, the blade bent easily and seemed to come off. The procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
E1 initial reported city: (B)(6). Device evaluated by MFR: the device was returned for analysis. A visual examination identified the returned balloon folds were relaxed. The device was attached to an encore inflation device and positive pressure was applied. A pinhole leak was identified in the mid-section of the balloon. An examination of the balloon material and markerbands identified no further issues. A visual and microscopic examination was performed on the returned device. No issues were noted with the blades. The blade pads were fully intact. No issue was observed with the tip or markerbands of the device. A visual and tactile examination found no damage or kinks to the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that the balloon ruptured, and the blade came off. The 90% stenosed target lesion was located in the moderately tortuous cephalic vein. A 6.00m/2.0cm/50cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon first dilation at 8atm for just a few seconds. Upon removal of the balloon, the blade bent easily and seemed to come off. The procedure was completed with a different device. There were no patient complications reported.